Event description:
(B)(4). Headaches, weight gain, depression, back pain, extreme left side abdominal pain one time or so a month. Brain drain: loss of known facts for short periods of time. Extreme fatigue, metal taste in mouth , gas . Insurance paid for insertion. Have gone to obgyn and complained and she didn't attribute symptoms to essure yet. Dealing with primary now to put all the dots together. Gone to pt two different rounds for back pain. Didn't work because that's not the issue. Taking prescription pain meds for back pain and when have the sharp pain in incidents that feel should go to ER. Have been put on depression meds since procedure.

Event description:
(B)(4). Forgot to mention lack of sex drive, bloating.